Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jun-2018 with the following findings: review of the black box data revealed evidence of unexplained power on reset events on the date of the complaint. The battery cap that was returned with the pump for investigation had stripped threads and the pump demonstrated intermittent power with the damaged cap in place. A test cap was able to properly secure to the pump and was used to complete the investigation with no further interruption of power. The power issue was duplicated on investigation due to the damaged battery cap. Unrelated to the original complaint, the battery compartment was noted to be cracked and the threads damaged during the investigation. Leak testing confirmed moisture ingress at the site of the battery compartment crack with evidence of moisture contamination inside the pump on the battery canister.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.